Event description:
It was reported that this right atrial (ra) lead perforated. Additional information received indicating that the right atrial (ra) lead was dislodged, confirmed via echo. This ra lead was repositioned and remains in service. No additional adverse patient effects were reported.